Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. A small amount of solution was observed on the lens. The lens was cleaned with klrp for evaluation. A small, light scratch was observed near the anterior optic edge. The small, light scratch meets current release criteria. Product history records were reviewed and documentation indicated the product met release criteria. The root cause cannot be determined for the reported complaint of scratch on lens. The reported scratch and a small amount of solution was observed. The small, light scratch meets current release criteria if present during the manufacturing process. Due to the presence of the clinical solution, we are unable to verify that the scratch was present upon opening. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional noticed a scratch on the lens, not used. Additional information has been requested.